Event description:
It was reported that the pt experienced a "shocking and burning" sensation in their mid-back when stimulation was turned on. Impedances on the #2 contact were found to be >10,000 ohms. The pt will undergo an x-ray. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).